Event description:
Information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that post-operatively, the patient developed severe pain in the generator site, as well as drainage from their incisions which seemed to be worsening. As such, he was admitted for initiation of IV antibiotics and returned to the or on (B)(6) 2026 for wound exploration and removal of retained hardware. While inpatient, the patient was found to have a left subclavian/axillary deep vein thrombosis around peripherally inserted central catheters for which they were initiated on eliquis. The patient was discharged on (B)(6) with recommendations for 6 weeks IV vanco. Following their discharge, they were again noted to have slowly progressive worsening of their incisions without any evidence of purulence or system signs of infection. The patient was ultimately returned to the or on (B)(6) for wound exploration and total hardware removal. A small amount of fluid was noted in the pocket. Currently the patient has a return of crps pain, more severe than ever. They also have all their incisional pain. The incisions are slow to heal. The patient has not yet scheduled any follow-up with their pain management.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.